Event description:
It was reported that a physician trained in the use of the starclose se achieved arteriotomy closure of the common femoral artery after an endovascular aneurysm coiling procedure. Reportedly, not long after uneventful arteriotomy closure, the patient became hypotensive. It was determined the patient developed a retroperitoneal bleed. Treatment was not specified. An unspecified time later, the patient expired. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided, therefore, review of the device history record for this lot could not be performed.